Event description:
It was reported that the patient experienced a tenderness and pain around the pocket site. It caused irritation when the pocket site is being rubbed or brushed. Inadequate stimulation was also reported. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7096285/7097050. UDI: (B)(4).